Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: which color cartridge was being used? Were there any issues loading the cartridge? Was the cartridge damaged or dislodged while firing? What provisions were made to establish proximal and distal control of the vessel prior to firing? Did the device deliver staples on either side on cut line? Were staples visible in surgical field? If so, what was their form? How was the case completed? What is the current patient status? Estimated blood loss? Was a transfusion required? Are photos or video available?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cts45 device was received with a tr45w cartridge loaded on the device unfired. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lung transplant procedure, when stapling the inferior pulmonary vein, the clip cut vessels without stapling. There was a massive bleeding (hemorrhage), establishment of a vascular clamp emergency then setting up for an extracorporeal circulation emergency. Unknown how case was completed.